Manufacturer narrative:
H10: h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states that micro-motion or movement cannot be predicted and there is potential risk for tissue inflammation and/or pain. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that during a rotator cuff repair, when the knot from the healicoil anchor was being tied, the suture bar broke, thus dislodging the suture from the anchor body. The healicoil anchor was left inside the patient embedded in the bone. The surgeon had to prepare and insert an additional q-fix suture anchor lateral to the failed anchor to complete the procedure with non-significant surgical delay. No further complications were reported.